Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer elevated blood glucose levels of over 240 mg/dl with trace to moderate level of ketones. Reportedly, the customer stated that the customer's bg levels were not responding to the pump boluses as it should be. System check was performed and showed that the pump was performing as intended. Recommendation was made to discuss diabetes management with health care provider.